Event description:
Rptr got their medicine at pharmacy and it was prevacid. When rptr went to take it early last sunday morning, rptr discovered a sharp metal fragment in their mouth. Rptr took it to the pharmacy and they discovered it came off their #66 mckesson baker cell counting machine. The machines apparently are defective this could have killed the rptr and caused serious damage. Rptr spoke to mckesson, it appears they have known about this. The FDA needs to get involved in this defective machine.